Event description:
While attempting insertion of an unk french size cvc, the wire guide failed resulting in breakage. The wire was retrieved by a cut-down procedure successfully. The physician alleges this is a common event with the cook spectrum cvc wires, but was unable to provide any further details to substantiate the product failure claims. The wire was retrieved by a cut-down procedure successfully.

Manufacturer narrative:
Unavailable due to lot # not provided by reporter. (B)(4). Product was returned in a used and damaged condition. This device is inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. The event description states "while attempting insertion of an unk french size cvc, the wire guide failed resulting in breakage." An examination of the returned device indicates elongation at two locations approx 1 cm apart. Since the wire guide was used with an unk catheter there may be compatibility issues as the damage looks as if the wire became caught on the catheter. Another scenario can occur when the wires double back on the catheter thus becoming kinked when withdrawal is attempted. The wire is intact so no portion was left in the pt. Other circumstances that have led to this type of device failure in the past have generally been associated with the wire guide being damaged by withdrawal through the needle (see warning label) or other instrument. Pt anatomy was not described and cannot be ruled out as a contributing cause. In conclusion, this complaint is most likely the result of the product used with an incompatible catheter or user error. We will continue to monitor for similar complaints. No action is necessary as there is insufficient risk per qera.